Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, "the wire wasn't engaged properly to deploy the bands." A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the trip wire broke.